Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 6 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked while injecting saline into the pfizer covid 19 vaccine. The following information was provided by the initial reporter: "bd syringe used to draw up diluent to add to the pfizer covid 19 vaccine. As injecting the saline into the pfizer covid 19 vaccine, diluent was leaking from the middle of the syringe. 6 doses of pfizer vaccine wasted."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked while injecting saline into the pfizer covid 19 vaccine. The following information was provided by the initial reporter: "bd syringe used to draw up diluent to add to the pfizer covid 19 vaccine. As injecting the saline into the pfizer covid 19 vaccine, diluent was leaking from the middle of the syringe. 6 doses of pfizer vaccine wasted."